Event description:
The patient was implanted with a left ventricular assist device. Approximately (B)(6) months post-implant, the patient expired due to hemorrhagic stroke. Prior to the patient expiring, the patient complained of a severe headache and chest pain. The nurse and his mother discovered his speech was slurred and the left side of his face was lopsided. A CT scan was done immediately, which revealed a stroke on the left side and bleeding in the brain. The patient's inr had increased and the patient deteriorated while the bleeding remained and eventually passed away.

Manufacturer narrative:
Due to religious reasons, the pump was not explanted. Although the device was not believed to be a factor, the cause for the bleeding and high inr remains unknown.